Event description:
It was reported that the reservoir was empty, but the arctic sun device would not fill. Had disconnect pads and device still not filling. They confirmed they did not hear the pump engage like they normally do. They are transferring this patient to another hospital soon anyway so they would send this device to biomed to call back during business hours.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. The root cause of the reported issue could not be identified. Had disconnect pads and device still not filling. They confirmed they did not hear the pump engage like they normally do. They are transferring this patient to another hospital soon anyway so they would send this device to biomed to call back during business hours. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the reservoir was empty, but the arctic sun device would not fill. Had disconnect pads and device still not filling. They confirmed they did not hear the pump engage like they normally do. They are transferring this patient to another hospital soon anyway so they would send this device to biomed to call back during business hours.